Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic (cramping) / chronic pelvic pain'), pelvic inflammatory disease ('female pelvic inflammatory disease'), pelvic abscess ('other injury(ies) or complication(s) - please describe: pelvic abscess') and genital haemorrhage ('abnormal bleeding (general)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstruation irregular, nickel sensitivity, pelvic abscess and body mass index normal. Concomitant products included etonogestrel (nexplanon) since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), pruritus cutaneous ("rashes or skin conditions type: pruritis"), night sweats ("other injury(ies) or complication(s) - please describe: night sweats"), libido decreased ("hormonal changes describe: / hormonal changes: diminished sex drive"), hot flush ("hot flashes"), dyspepsia ("digestive problems"), vulvovaginal dryness ("vaginal dryness"), vulvovaginal pruritus ("vaginal itchiness"), itching ("itchiness") and rash ("rashes or skin condition type") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), oligomenorrhoea ("other injury(ies) or complication(s) - please describe: oligomenorrhea (irregular menstruation)"), dysgeusia ("other injury(ies) or complication(s) - please describe: metallic taste in mouth"), breast tenderness ("other injury(ies) or complication(s) - please describe: breast tenderness") and menstruation irregular ("irregular menstruation"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping) / pain during menstruation"), dyspareunia ("dyspareunia (painful sexual intercourse) / pain during intercourse") and fatigue ("autoimmune disorder- type of disorder: fatigue"). In (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced feeling abnormal ("other injury(ies) or complication(s) - please describe: brain fog"), bladder disorder ("urinary problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced hypoaesthesia ("neurological conditions or problems type: numbness in extremeties/ numbness in hands and legs for 30 minutes or more"). On (B)(6) 2016, the patient experienced ovarian cyst ("reproductive system disorder or condition- type of disorder or condition: ovarian cyst"), 3 years 1 month after insertion of essure. In 2017, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("cramping in lower stomach / cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), eye pain ("vision/eye problems type: eye aches"), vision blurred ("vision/eye problems type: blurred vision"), cystitis ("infection (bladder/urinary tract/vaginal): bladder infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract infection"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal infection") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy, oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic abscess, dysmenorrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, oligomenorrhoea, depression, pruritus cutaneous, migraine, headache, hypoaesthesia, dyspareunia, vaginal discharge, eye pain, vision blurred, fatigue, weight increased, irritable bowel syndrome, ovarian cyst, dysgeusia, night sweats, breast tenderness, feeling abnormal, libido decreased, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder and tooth disorder was resolving, the pelvic inflammatory disease, genital haemorrhage, hot flush, dyspepsia, vulvovaginal dryness, vulvovaginal pruritus, itching, menstruation irregular and vulvovaginal pain outcome was unknown, the back pain and abdominal pain lower had not resolved and the rash had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, breast tenderness, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, eye pain, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypoaesthesia, irritable bowel syndrome, libido decreased, menorrhagia, menstruation irregular, migraine, night sweats, oligomenorrhoea, ovarian cyst, pelvic abscess, pelvic inflammatory disease, pelvic pain, pruritus cutaneous, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal dryness, vulvovaginal pain, vulvovaginal pruritus, weight increased and itching to be related to essure. The reporter commented: current weight 181 lbs. Approximate weight at the time of essure placement 140 lbs. Discrepancy noted in insertion date - 2003 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia and dysmenorrhea, chronic pelvic pain concerning the injuries reported in this case, the following one was described in patient¿s medical records: female pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received : events ; abnormal bleeding (general), hot flashes, digestive problems, vaginal dryness and itchiness, rashes or skin condition type, irregular menstruation, vaginal pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic (cramping) / chronic pelvic pain'), pelvic inflammatory disease ('female pelvic inflammatory disease') and pelvic abscess ('other injury(ies) or complication(s) - please describe: pelvic abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstruation irregular, nickel sensitivity, pelvic abscess and body mass index normal. Concomitant products included etonogestrel (nexplanon) since (B)(6) 2018. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), oligomenorrhoea ("other injury(ies) or complication(s) - please describe: oligomenorrhea (irregular menstruation)"), depression ("psychological or psychiatric problems condition: depression"), pruritus ("rashes or skin conditions type: pruritis"), migraine ("migraine"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse) / pain during intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("autoimmune disorder- type of disorder: fatigue"), dysgeusia ("other injury(ies) or complication(s) - please describe: metallic taste in mouth"), night sweats ("other injury(ies) or complication(s) - please describe: night sweats") and breast tenderness ("other injury(ies) or complication(s) - please describe: breast tenderness") and was found to have weight increased ("weight gain"). On 29-aug-2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping) / pain during menstruation"), back pain ("back pain"), abdominal pain lower ("cramping in lower stomach / cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), hypoaesthesia ("neurological conditions or problems type: numbness in extremities"), eye pain ("vision/eye problems type: eye aches"), vision blurred ("vision/eye problems type: blurred vision"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,"), ovarian cyst ("reproductive system disorder or condition- type of disorder or condition: ovarian cyst"), feeling abnormal ("other injury(ies) or complication(s) - please describe: brain fog"), cystitis ("infection (bladder/urinary tract/vaginal): bladder infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract infection"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal infection"), bladder disorder ("urinary problems or changes"), urinary tract disorder ("urinary problems or changes") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal changes describe:"). The patient was treated with surgery (hysterectomy (partial), salpingectomy, oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic abscess, dysmenorrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, oligomenorrhoea, depression, pruritus, migraine, headache, hypoaesthesia, dyspareunia, vaginal discharge, eye pain, vision blurred, fatigue, weight increased, irritable bowel syndrome, ovarian cyst, dysgeusia, night sweats, breast tenderness, feeling abnormal, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder and tooth disorder was resolving, the pelvic inflammatory disease outcome was unknown and the back pain and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, breast tenderness, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, eye pain, fatigue, feeling abnormal, female sexual dysfunction, headache, hormone level abnormal, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, night sweats, oligomenorrhoea, ovarian cyst, pelvic abscess, pelvic inflammatory disease, pelvic pain, pruritus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight (B)(6). Approximate weight at the time of essure placement (B)(6). Discrepancy noted in insertion date - 2003 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia and dysmenorrhea, chronic pelvic pain concerning the injuries reported in this case, the following one was described in patient¿s medical records: female pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 27-jun-2019: new pfs and mr received : event injury was updated and new events: hormonal changes describe:, abnormal bleeding (vaginal, menorrhagia),infection (bladder/urinary tract/vaginal), apareunia (inability to have sexual intercourse), psychological or psychiatric problems, condition: depression, other injury(ies) or complication(s) - please describe: brain fog, autoimmune disorder type of disorder: fatigue, rashes or skin conditions type: pruritus, bladder or urinary problems or changes, migraines / headaches, dental problems, neurological conditions or problems type: numbness in extremities, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: eye aches, blurred vision, weight gain, gastrointestinal or digestive system condition type: ibs, reproductive system disorder or condition-type of disorder or condition: ovarian cysts, other injury(ies) or complication(s)- please describe: pelvic abscesses, metallic taste in mouth, night sweats, breast tenderness, oligomenorrhea, cramping in lower stomach, back pain and female pelvic inflammatory disease were added. Outcome for all events added except for cramping in lower stomach and back pain were added. New reporters and plaintiffs information added. Concomitant conditions and drugs added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.